Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low alert will not sound occurred on the app. It was determined that the low alert will not sound was related to the mobile application. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction or additional information is required.